Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of not wearing a mask and peritonitis with culture positive for staphylococcus hominis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that in (B)(6) 2011, the patient did not wear a mask and developed peritonitis. The patient stated that her brother in law and another man were in the room coughing. The patient was told the cause of the peritonitis was "mouth bacteria from her brother in law and another man" that were in the room while she was doing her exchange. On an unreported date in (B)(6) 2011, antibiotics (name unknown and dose and frequency not reported) were given to treat the peritonitis and the patient recovered. The patient reported she just finished her last treatment of antibiotics one day last week. The patient was recovering from the event of peritonitis. It was not reported if the patient was retrained in pd technique, therefore, the outcome for the event of did not wear a mask was not reported. Dianeal therapies were ongoing. An opinion of causality for the events of did not wear a mask and peritonitis was not reported. The nurse believed that the event of peritonitis with culture positive for staphylococcus hominis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd881474, gd880757, gd879189 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 6 involved in this peritonitis event.